Manufacturer narrative:
Year is valid, but exact month and day are unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , implanted: unknown, explanted: unknown, UDI#: asku ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , implanted: unknown, explanted: unknown, UDI#: asku if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's implantable neurostimulator (ins) was explanted due to infection. The extensions were also identified during surgery and cut. The leads and cut extensions remained implanted.